Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller could not get a consistent magnet response with patient trying to transmit electrocardiogram (ECG) during transtelephonic monitoring. The caller wanted to make sure the patient had a pacer, not an implantable cardiac defibrillator (ICD). It was confirmed that the patient has a pacemaker and not an ICD. The device remains in use. No patient complications have been reported as a result of this event.